Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Visual inspection of the sample confirmed the reported condition. The tubing was found separated from the solvent-bonded junction of the stress-member. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation: visual and microscopic inspection determined that the cause was due to inadequate solvent applied over the bonding surface. There was a quality alert for manufacturing personnel and subsequent awareness training. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a folfusor broke off from the housing. The reported condition occurred during priming with nacl 0.9%. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.